Event description:
It was reported that a (B)(6) female was undergoing a mitral valve repair using a physio ii 30mm ring. The initial set up for the procedure took a long time, yet not unusual while a team is going through the learning curve in the minimal incision mitral valve repair procedure. In this instance the case started at 10.20hrs and cardio pulmonary bypass was commenced at 13.42hrs. The aorta was clamped with the endoclamp catheter at 13.53hrs with a total clamp time of 4 hours and 55 minutes. The initial filling volume was 26 ml with a relatively stable balloon pressure. After 49 minutes of clamp time, the balloon pressure dropped by 50 mmhg due to the fact that the balloon had migrated into the sinus of valsalva. Two ml were added and the catheter was pulled back by 2 cm. After approximately 2 hours of clamp time the incision size was enlarged to make access to the mitral valve easier for the surgeon from 5cm to 15 cm. Surgery continued to end of repair which seemed to be successful. Neo-chordae were implanted at p2 as well as a physio ii 30 mm mitral ring. The patient had experienced difficulty in coming off bypass after the procedure, so she was left for a period of time. Edwards staff at this time left the o.r. When the cpb was still running. At a later date, the sales rep was informed that the patient had to have sternotomy with cardiac exploration to assess heart function post initial repair. The team could not get the patient off bypass and that the surgery was not successful. The patient was transferred to intensive care unit after the second procedure and had to be re-operated on a third time later the next day. The patient died on (B)(6) 2011.

Manufacturer narrative:
After discussion with the md, he believed the patient's short ascending aorta; with too much volume in the balloon, contributed to the left coronary ostia being partially occluded. This resulting in the majority of the cardioplegia being delivered to the right side of the heart; leaving the left side inadequately protected. The md stated he was never trained on the volume/aorta diameter nomogram within the instructions for use. The product was discarded by the hospital; therefore, unavailable for investigation. With no product returned, the root cause could not be determine but is suspected to be do to the patient's short aorta and too much balloon volume.